Event description:
Customer's family member called stating that customer was admitted to the hospital for high blood glucose. Customer's family member also indicated that the customer inserted infusion set manually and this may have lead to high blood glucose. Troubleshooting was performed and pump appeared to be operating normally.